Event description:
The following has been reported: while setting up pumps for patients, fresenius kabi rep reported pump giving tubing set not recognized error. She put tubing on a different pump and tubing worked, put new tubing on this pump and same error. No patient harm. A preliminary review of the logs has identified the following issue: set ID sensor failure. An active infusion was not delayed per the logs. Reporting due to the referenced issue. No adverse effects were reported. Pump was returned; fresenius kabi investigator found that the pump had a damaged set ID flex cable as well as a minor pump problem alarm. Complaint confirmed- set ID flex cable. Main pcba. Rear housing assembly. Complaint pump was identified to have a damaged set ID flex cable. One of the insertion pins was bent and not able to be inserted into the set ID pcba. Upon investigation the pump was also displaying a "minor pump problem" alarm. This fault was traced back to a failure on the main pcba. The rear housing was also damaged near the power button. To ensure no fluid ingress was present, the pump was disassembled so that the set ID/bubble detector could be examined. Upon examination, it was determined that no fluid ingress was present. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.